Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. It was noted that the fuse holder on the board was loose. To resolve, the viewing station of the imaging system fuse board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The viewing station of the imaging system board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses of the viewing station of the imaging system were open. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power board of the viewing station for the imaging system analysis was completed by medtronic personnel. Testing found that the reported issue could not be replicated.